Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical root cause could not be determined as the device is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported getting sands of sahara syndrome/inflammation on three patients post refractive treatment. Additional information has been requested.